Event description:
It was reported the ventricular lead showed oversensing and noise on a stored non sustained episode on electrogram. The lead polarity was reprogrammed. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.